Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was inspected, and it was determined that the photograph did not clearly show evidence of a leak. The reported condition was not clearly observed via the provided photograph and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported event could not be objectively verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusor leaked. The device was filled with fluorouracil 3500mg/115ml. There was no patient involvement. No additional information is available.